Event description:
Customer called and said that she had elevated blood glucose levels (bg's). She placed a pod on at 10:00am in 2009. She did not check her bg's though until 5:00pm that evening. At that time she had ketones, was vomiting and ended up in the hospital. No further information is available.

Manufacturer narrative:
The product was returned and evaluated. It was determined that the needle mechanism had not fired due to interference from a damaged component. The user failed to note this condition which would be visible via the viewing port upon pod placement if labeling is followed. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The patient remedied the situation by removing and replacing the device per user instructions. The lot was found to have met all acceptance criteria.